Event description:
According to the report received, there was no cover on the cord rendering it exposed. The device was not used on the patient at all and there was no impact to patient.

Manufacturer narrative:
Evaluation confirmed the reported condition of the device. A complete evaluation is anticipated but not done.